Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after injection, the needle of a bd emerald syringe, luer slip centric tip was left behind, and it came off the syringe.

Event description:
It was reported that after injection, the needle of a bd emerald¿ syringe, luer slip centric tip was left behind, and it came off the syringe.

Manufacturer narrative:
Investigation: no lot# was reported so a DHR could not be performed. No sample or photo was returned so the compaint can't be confirmed and a root cause could not be determined.